Event description:
Healthcare professional reported left side "bilateral capsular contracture baker grade iii." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "bilateral capsular contracture baker grade iii."

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, opening curved on anterior and white particles in the shell. A visual and microscopic analysis was performed which identified: striated opening on anterior and creases fold. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage.

Event description:
The device has been explanted and replaced.